Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that the patient underwent partial hysterectomy on (B)(6) 2014 and topical skin adhesive was used. The following day the patient experienced itching and redness. On (B)(6) 2014, the patient visited the emergency department and was diagnosed with contact dermatitis. The patient was not admitted and was advised to take benadryl for symptomatic relief. The patient followed up with the physician and was advised to use antibacterial soap and leave the area open to air. On (B)(6) 2014, the patient followed up with the surgeon and was treated with an injection of 2 gm of rocephin and prescribed solumedrol. That evening, the patient experienced redness under the breasts and open and draining pustules. The patient returned to the emergency department and was diagnosed with cellulitis and admitted to the hospital for further treatment. The patient was treated with benadryl and antibiotics. The patient experienced pain at the four incision sites and was administered narcotic pain medication. The patient was discharged on (B)(6) 2014 and continues to take benadryl and antibiotics.